Event description:
Discordant, falsely elevated sodium and chloride results were obtained on one patient sample on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was also repeated on an alternate instrument, and the results obtained were reported to the physician(s). It is unknown if the repeat results from the dimension rxl max with hm instrument matched the results obtained on the alternate instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to back-flush the port waste and replace the integrated multisensor technology (imt) probe and tubing to the monopump and x seal. Tsc had the customer clean the imt tower and replace the imt sensor and x tubing. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse bleached all ports, replaced x1 and x0 tubing, and imt sensor. Diluent check and quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevate sodium and chloride results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.